Event description:
Upon opening the sterile packaging of the 6fr avanti plus sheath, the scrub nurse noticed that the side port had a 'watery substance'. After wiping the sheath with a piece of gauze, she used her fingers to touch the substance, and discovered it was 'sticky'. This sheath was then set aside and a new one from the same box was used in place, with no incident. The integrity of the sterile pouch was not compromised. The event was found after the device had been received, and stored in the lab, prior to using. It was stored in the lab in the original box, which is placed on their shelves.

Manufacturer narrative:
Upon opening the sterile packaging of the 6fr avanti plus sheath, the scrub nurse noticed that the side port had a 'watery substance'. After wiping the sheath with a piece of gauze, she used her fingers to touch the substance, and discovered it was 'sticky'. This sheath was then set aside and a new one from the same box was used in place, with no incident. The integrity of the sterile pouch was not compromised. The event was found after the device had been received, and stored in the lab, prior to using. It was stored in the lab in the original box, which is placed on their shelves. One non sterile 6fr sheath introducer, one non sterile vessel dilator and a one non sterile mini guide wire were received inside its open tray. No visual anomalies were found on the returned units. Medical fluid was found on the gasket of the returned unit. Review of lot 15552879 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The fluid reported by the customer was confirmed. However, this fluid (medical fluid mdx) is added to the gasket during normal manufacturing process with the intention to make smother the interaction between the gasket and the vessel dilator. Although the presence of medical fluid is part of the normal process of the product; a risk assessment has been initiated to evaluate this issue.

Manufacturer narrative:
The product was returned for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.